Event description:
Hospice pt at alf with confusion, anxiety and agitation. Got out of bed on her own, fell and caught her right forearm on the handle/brake lever on the right side of the wheelchair that belonged to her. The protective rubber cap on the wheelchair handle was missing. The pt sustained a full thickness laceration of her right forearm which required transport to ER for treatment. Treatment included internal and external sutures, a tetanus vaccine and antibiotics. In addition, the pt's personal wheelchair involved in this incident, was removed from service. Hospice provided new standardized wheelchair for pt use. Other identifying numbers obtained from the wheelchair involved in incident. Mds # (B)(6) (cn). Wheelchair had date of delivery noted as (B)(4) 2008 - it is not known by this facility what this date is in reference to. This facility did not provide the wheelchair involved in this incident as the pt had her own personal wheelchair. MFR ref# 1417592-2014-00017.